Manufacturer narrative:
Due to character restriction in block e1 e1 initial reporter is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during cardiac surgery involving an intra-aortic balloon pump (iabp) placement post-ECMO, a patient with a linear 40cc iab experienced central lumen clotting. As a result, the clinician noted the absence of both systolic and diastolic pressure readings from the iab. No harm or injury was reported.

Manufacturer narrative:
Correction field: d8 reverting back this field. Updated fields: b4, d8, g1(contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (investigation findings, type of investigation, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusion). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.